Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 2 of 2. Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. The remaining pieces were removed and she did not require medical attention. She did not report any experiences of an adverse health effect.